Event description:
Additional follow-up identified surgery took place wherein the ipg (from the lumbar system) was explanted and replaced with a new model. Therapy was restored and the issue resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg migrated and is sitting side ways in the pocket. Reportedly, the patient is experiencing extended recharging times resulting in reduced system efficiency. Surgical intervention is pending as the next course of action to address the issue.